Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. No report of patient involvement. Unique UDI# (B)(4).

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.